Event description:
The customer reported that they were getting error ma sensor failure messages and communication error messages.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the system batteries were weak and the pin pushed in on the lemo receptacle. He ordered and replaced lemo receptacle and system batteries. The system operates as intended.